Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty advancing the safety mechanism is confirmed but the exact cause could not be determined. One 20 ga x 0.75 in. Safestep infusion set without y-site was returned for evaluation. An initial visual observation revealed some use residues throughout the returned infusion set. The safety mechanism was not engaged upon the return of the device. It was observed that the needle was bent at a sharp angle. A functional test of attempting to slide the safety mechanism over the tip of the needle revealed difficulty and resistance engaging the safety. The safety mechanism was engaged with some force used. Because the needle was observed to be bent, the complaint of difficulty engaging the safety mechanism over the needle tip is confirmed but the root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes. H3 other text : evaluation findings are in section h11.

Event description:
It was reported that during needle removal, the base did not push down in the middle of the needle and could not activate the safety mechanism. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported that during needle removal, the base did not push down in the middle of the needle and could not activate the safety mechanism. There was no reported patient injury.